Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a saccular left internal carotid artery (ica) aneurysm, the physician reported that the pipeline pushwire fractured after the device was delivered. Because of the patient's chronic m1 segment of middle cerebral artery (mca) occlusion, the lead wire was navigated into the a1/a2 segment for delivery. Part of the delivery wire was in a1 and wire was beginning to loop into m1. The pipeline was successfully delivered into tortuous anatomy. When the physician attempted to retrieve the delivery wire, the wire and catheter prolapsed at the ica terminus. The coil, wire, and microcatheter were then retrieved as a single unit. When the microcatheter was removed from the patient, it was discovered that the wire had indeed fractured. It was thought that the wire probably fractured when the microcatheter prolapsed over the wire. No part of the delivery wire remained in the patient. Upon further observation, it was decided to balloon angioplasty a non-flow restrictive slight narrowing of the ped post implant. A balloon was used to successfully fully expand the ped in this slightly narrowed proximal middle segment, just proximal to the aneurysm neck. The angiography post procedure showed great pipeline apposition to parent artery. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history records of the reported lot number have been reviewed and no quality issues were noted. The microcatheter and pushwire were returned for evaluation without the pipeline as it was implanted in the patient. The pushwire was found stuck inside catheter and it could not be pushed forward or removed. The proximal end of the pushwire was found protruding from the catheter hub. The capture coil appeared to be damaged. The pushwire was found to be intact but severely kinked. No other anomalies were observed. No other complaints have been reported against the lot number. Based on the above findings, the customer's report of fractured pushwire could not be confirmed. The cause for the experience reported could not be determined as the pipeline was not returned for evaluation and pushwire was still intact with kinks at distal section. It is possible that the damaged pushwire, capture coil and catheter may have contributed to the reported issues. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture.